Event description:
It was reported that, a 840 ventilator generated an inoperative diagnostic message. There was no patient involvement at the time of the event. A non covidien service provider inspected the device and performed extended self-testing on the device and all tests passed.